Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that there were two 24mm plugs included in the kit rather than one 24mm and one 20mm plug.